Manufacturer narrative:
Results - based upon eval of user facility info only; based upon testing of reserve samples. Conclusions - based upon eval of user facility info only; based upon testing of reserve samples. The involved device is currently in shipment to the mfg facility for eval. Inspection of the retained sample from the reported lot confirmed that there were no defects or anomalies and performance specifications were met. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. The cause of the reported event cannot be definitively determined based on the available info. The event description is consistent with the catheter having been damaged due to manipulation against resistance, and then, becoming separated into 2-pieces during withdrawal of the device. The device labeling does address the potential for such an event in the warning / precautions section of the instructions-for-use, which states, "never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. Failure to exercise proper caution may result in damage to the vessel or catheter. Separation of the catheter may occur requiring retrieval." All available info has been placed on file in qa at the mfg facility for appropriate tracking, trending and f/u. A supplemental report will be submitted after the involved sample is received and evaluated at the mfg facility. (B)(4).

Event description:
The user facility reported that the distal portion of a glidecath became separated during a femoral endarterectomy procedure. Communication with the user facility confirmed the following: resistance was encountered by the user prior to the reported separation; 4-french sheath and amplatz super stiff wire were being used in combination with the glidecath; the detached distal portion of the catheter was retrieved using a snare device; and there was reportedly no injury to the pt.